Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an irritation under the lifevest due to the garments being too tight. The patient's physician helped the patient adjust the device so that it was no longer in contact with the irritation. Follow-up indicated that the irritation was healing.